Event description:
The patient reported, that his infusion device began to beep and displayed four dashes across the screen. The patient was aware of the power pack recall. The patient stated, that he did not know how long the power packs had been in use. The patient was advised to discard all old power packs and use only the corrected power packs. The patient replaced the power pack and the device functioned properly. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.